Manufacturer narrative:
One single dpt kit was returned for examination. The reported event of tubing issue was confirmed. As received the pressure tubing was found detached from the bond joint with the male connector which was connected to a stand-alone stopcock. Indications of what appeared to be bonding material were evident on the tubing bond surface area. The tubing outer diameter and female connector were measured and found to be within specification. No other visible damage or defect was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, no patient compromise was reported as the issue was noted before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the pressure tubing was observed to be detached from the zero stopcock before use in a patient. There was no allegation of patient injury. The device was available for evaluation. Patient demographics requested but not obtained.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The investigation of this disposable transducer kit concluded that a potential root cause could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.